Manufacturer narrative:
Device evaluation: the actual product was not returned for investigation, therefore, it was not possible to confirm failure mode. A serial number review found no complaint issues with the same symptom code within 90 days of the notified date.

Event description:
A peritoneal dialysis patient's contact reported that the patient experienced a pulmonary edema. The patient was unable to dialyze due to her order not arriving. The patient's contact reported that the patient had an excess of fluid as a result. Upon follow up with the patient's nurse, it was reported that the patient had failed to order the correct delflex strength and had been using the incorrect strength for treatments. This resulted in the patient getting fluid overloaded and resulting in pulmonary edema. The patient went to the hospital on (B)(6) 2018 and was discharged on (B)(6) 2018. Excess fluid was removed in the hospital and the patient was re-educated on not only using the proper delflex solution. The patient has since received the order. The patient has recovered from pulmonary edema. The patient continues peritoneal dialysis without issues.

Manufacturer narrative:
Amendment to device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: although a temporal association exists between the liberty cycler and the reported adverse event(s) of pulmonary edema and the need for hospitalization. There is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Per the pdrn¿s statement on (B)(6) 2018, the patient failed to order 2.5% delflex as advised, which resulted in fluid volume overload and subsequent diagnosis of pulmonary edema. These factors were most likely what caused or contributed to the current adverse event(s). Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that the patient experienced a pulmonary edema. The patient was unable to dialyze due to her order not arriving. The patient's contact reported that the patient had an excess of fluid as a result. Upon follow up with the patient's nurse, it was reported that the patient had failed to order the correct delflex strength and had been using the incorrect strength for treatments. This resulted in the patient getting fluid overloaded and resulting in pulmonary edema. The patient went to the hospital on (B)(6) 2018 and was discharged on (B)(6) 2018. Excess fluid was removed in the hospital and the patient was re-educated on not only using the proper delflex soltution. The patient has since received the order. The patient has recovered from pulmonary edema. The patient continues peritoneal dialysis without issues.

Manufacturer narrative:
Event date updated to align with date on medical records received 3/8/2018. Additional information: patient medical history updated based on information in medical records received 3/8/2018.

Event description:
A peritoneal dialysis patient's contact reported that the patient experienced a pulmonary edema. The patient was unable to dialyze due to her order not arriving. The patient's contact reported that the patient had an excess of fluid as a result. Upon follow up with the patient's nurse, it was reported that the patient had failed to order the correct delflex strength and had been using the incorrect strength for treatments. This resulted in the patient getting fluid overloaded and resulting in pulmonary edema. The patient went to the hospital on (B)(6) 2018 and was discharged on (B)(6) 2018. Excess fluid was removed in the hospital and the patient was re-educated on not only using the proper delflex solution. The patient has since received the order. The patient has recovered from pulmonary edema. The patient continues peritoneal dialysis without issues.